Event description:
The customer reported their AED will not power on and giving a error code of "battery replace now warning". The battery pack and pads are expired. Customer states that he is not sure of the age of the AED but he is replacing the batteries based on the error code. He said he tried using a new standard 9v battery, but the units start to chirp when they are put in. Customer also asked if they need to purchase all new 9v lithium batteries? He also wanted to know do there AED need routine service and maintenance? The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported their AED will not power on and giving a error code of "battery replace now warning". The battery pack (06/30/2022) and pads (01/31/2022) are expired. The customer wanted to know do there AED need routine service and maintenance? Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.